Manufacturer narrative:
(B)(6). (B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a left radial prosthesis hardware removal with resection procedure was performed on (B)(6), 2015. The original procedure to repair a left radial head fracture was performed on (B)(6), 2014. Subsequently, there was no bony ingrowth in the radial canal. The implant was loose and the patient experienced pain upon use of the arm for pushing and lifting. The radial head and stem hardware were removed fully intact and the procedure was completed without incident. Information pertaining to any surgical delays, patient outcomes, or procedural events is unknown as the operative report is not available. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). Product investigation summary: the complaint condition for the radial head (part 09.402.426 / lot 6917191) and the radial stem (part 04.402.029 / lot 7013040) was likely caused by an incorrectly sized implant or patient noncompliance; however, this complaint is not likely a result of any design related deficiency. The radial head and radial stem are implants routinely used in the radial head prosthesis system. The devices were returned and reported to have caused patient pain and to have become loosened. This condition is unconfirmed; the implant was removed from the patient and x-rays were reviewed, but loosening of the implant was indiscernible since only preoperative revision x-rays were provided. Postoperative x-rays from the original surgery would be necessary to compare for loosening of the implants. It is likely that an incorrectly sized implant or patient noncompliance has led to this complaint condition. The radial head was manufactured in september, 2012 and is over three years old. The radial stem was manufactured in january, 2013 and is over two years old. The balance of the returned devices is in fairly worn condition consistent with implantation and removal. The relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. No design related issues were found that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records was conducted. The report indicates that the: manufacturing location: supplier (B)(4), monument pkg., manufacturing date: 9/14/2012, expiration date: 08/31/2017, part #: 09.402.426s, lot#: 6917191 (sterile) - 26mm cocr radial head 4mm ht extension/17.5mm-ster - sterile. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn 8738, ¿sterility documentation was reviewed and determined to be conforming.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.